Event description:
The pt received four trial leads supra-orbital (off-label) on (B)(6) 2011 (two octrode leads and two quatrode leads). It was reported that the pt was experiencing nerve irritation which the physician believed was caused by one of the leads pressing on a nerve. On (B)(6) 2011, the physician removed and replaced one of the octrode leads with a new octrode lead. It was reported that the pt received adequate stimulation post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.